Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer received a replacement for their infusion set the day before but the no delivery alarm recurred. The customer repeated the troubleshooting steps but continued to receive the no delivery alarm while bolusing. Customer's blood glucose level 9.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during the prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.